Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The initial result was reported to the physician(s). The sample was reprocessed on an alternate dimension exl with lm integrated chemistry system. The repeat result recovered higher than the initial result and matched patient¿s history. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. Calibration and quality control (qc) were recovered within the range. Siemens remotely logged onto the system and checked the calibration, which was good. All consumables were placed correctly and had enough amount onboard. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the system, noted that the dilution check was acceptable, found that standard a bulk fluid and diluent were replaced during this time, monitored all patient sampling for na, no errors reported, reviewed error log, reported no direct mechanical deficiencies, removed and replaced both dual pump valves associated with the integrated multisensor technology (imt) pump assembly, cut and routed new fluidic connections to and from syringe, primed imt fluids 10 times each to prime syringe assembly successfully, checked gap alignments on syringes, and successfully tested motor function in diagnostics. The customer ran calibration and qc, which recovered successfully. Siemens further evaluated the event and determined that the flow issue in imt pump valve assembly potentially contributed to the falsely depressed sodium (na) result. The instrument is performing according to specifications. No further evaluation of this device is required.